Event description:
A facility representative contacted baxter product surveillance to report a quantity of four continu-flo solution sets in which the facility representative was unable to prime the set. According to the report, this was discovered during set-up. There was no patient involvement, no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated. If additional information becomes available, a follow-up report will be submitted.